Manufacturer narrative:
The investigation into the delivery issues- anatomy has been completed. The device was not returned for investigation. As per clinical, the pump was unable to pass through vasculature with the patient having transcatheter aortic valve replacement (tavr). The cause of the delivery issue was patient condition related due to the pump unable to pass the tavr valve per clinical.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 83-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported there were multiple attempts by the doctor to get the impella to pass through the subclavian artery but was not successful. The doctor ultimately aborted the 5.5 placement and will leave the patient on ECMO (extracorporeal membrane oxygenation) for the time being. No known patient harm or injury.